Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840006545, 510k #k091974 and UDI #(B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider manufacturer representative regarding patient for extending between l3/s and th12/s, plif at l2/3 with spinal fusion therapy. It was reported that the tip of screw driver broke when the screw was removed. At first, another screw driver was proposed, but the tip of that driver was difficult to fit, so the reported screw driver was used. It was said that the screw was not loose and worked well, and it seemed that a considerable torque was applied to remove it. The driver broke during removing the third screw. Since the tip got stuck in the screw, it was discarded. The procedure was a revision of surgery for adjacent segment disease at l2/3.

Manufacturer narrative:
H3:part # 7068396; lot # h11h5669 visual and optical inspection revealed the bone screw has been damaged from the removal process. The head and the threads have been bent and deformed. The broken portion of the torx driver still remains jammed into the head of the screw. This type of damage is consistent with torsional overload and bend stress overload from the removal process. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider manufacturer representative regarding patient for extending between l3/s and th12/s, plif at l2/3 with spinal fusion therapy. It was reported that the tip of screw driver broke when the screw was removed. At first, another screw driver was proposed, but the tip of that driver was difficult to fit, so the reported screw driver was used. It was said that the screw was not loose and worked well, and it seemed that a considerable torque was applied to remove it. The driver broke during removing the third screw. Since the tip got stuck in the screw, it was discarded. The procedure was a revision of surgery for adjacent segment disease at l2/3.